Event description:
It has been reported to philips that the system stopped working during a clinical procedure. The procedure was aborted. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the additional information collected, during a coronary procedure x-ray stopped working. 10 ml of contrast was administered to the patient when the system stopped working. A system restart did not recover the system and the patient was moved to another system which resulted in approximately 30 minutes delay. No harm has been reported to philips. A philips service engineer inspected the system onsite. It was identified that the power supply voltage to the generator cabinet was not correct. Inspection showed that the power line from the mains power distributor to the e-cabinet was loose. The power supply line was reinserted, and the system was returned to use in good working order.